Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed pain following a procedure using the ibalance hto system in 2019. It was noted that the patient was diagnosed with a regional pain syndrome after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event. These factors are related to postoperative care management rather than device performance or malfunction of the ibalance hto system.